Event description:
It was reported patient underwent total hip arthroplasty on (B)(6) 2010. A subsequent revision was performed (B)(6) 2012 allegedly due to cup loosening. The cup and head were removed and replaced.

Manufacturer narrative:
Evaluation of the explanted device found evidence of subluxation of the joint and scratching of the bearing surfaces.

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur. Under possible adverse effects, number 4, "loosening or migration of the implants may occur due to loss of fixation, trauma, malalignment, bone resorption, or excessive activity." Evaluation in process but not yet complete. Upon completion of evaluation, a follow up report will be sent to the FDA.